Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6)2024 using a large flexnav delivery system. The patient was in sinus rhythm pre-procedurally. During deployment the patient went into heart block. Blood pressure dropped. The device was implanted. Once the device was deployed the patient stabilized hemodynamically. A permanent pacemaker was scheduled for implant on an unknown date. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block low blood pressure/hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that during deployment the patient went into heart block. Blood pressure dropped. The device was implanted at a final implant depth of 5mm. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.